Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. As reported to co by the dr/surgeon office by means of the operative report. "It was discovered that the irrigation fluid once it was injected into the corpora on the left, it then came through the meatus suggested a fistula between this left corpora and the urethra. Cystoscopy was then performed which then confirmed that there were the two corpora. The right and the left were both visible without any evidence of the recent trauma but the urethra was incorporated into one of the copora convernosum tracts. It was decided at his point that the device would be removed in its entirity and a new device would not be reinserted." Note: the pt had undergone a reported event on 12/23/94, which addressed the repositioning of the distal left cylinder which was in a stated of pending erosion. This occurrence was related to the same device removed on 10/31/95. The MFR reported related info through a MDR submitted to FDA on 9/5/95, access m727807.